Event description:
During an appendectomy, the grasper expelled black flecks into the pt's abdomen. The manufacturer came to medical center and took back all 8360-10 devices to undergo quality assessments. Diagnosis or reason for use: appendectomy. Event reappeared after reintroduction: yes.